Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the ultram14 product.

Event description:
Intermittent catheter patient (user) stated he has a urinary tract infection (uti) concurrent with catheter use.